Event description:
The customer reported to baxter (B)(4) of a solution administration set showed a hole in the tube at the level of the proximal 3 way stopcock were the product dropped. It is stated that the reported issue occured during the priming step, but the patient was connected. The medication used is unknown. There is no clinical consequences reported for the patient. One unit is impacted. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was available at the plant for evaluation. Visual inspection revealed a cut in tube above the stopcock. A batch review was performed for the complaint lot. The batch review reports no manufacturing abnormalities and lot was determined to be within manufacturing specifications. An assignable root cause could not be determined. A follow up report will be submitted upon completion of baxter's investigation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.